Event description:
It was reported that a spectrum infusion pump displayed a close door error during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a close door error was not reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a direction of flow label. The direction of flow label requires re-shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.